Event description:
A pump malfunction was reported by the customer after the device was dropped. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.